Event description:
It was reported that the pump hadn¿t been helping since his pump replacement on (B)(6) 2015. The patient was bruised, was red, and had ¿not a nice cut¿ where the pump replacement was done. The patient¿s physician was trying to prolong the refilling of the pump as long as possible because of the scarring, soreness, and redness in the pump implant area. The patient had been in the hospital 3 times for stomach pain on (B)(6) 2015. He thought it was his pump implant. They told him that he had gallstones and bleeding ulcers. The patient¿s throat was raw from endoscopes and ¿trachs¿ from the hospital visits this week to check on the status of his bleeding ulcers and gallstones. It was unclear if the patient had an upper and lower gi (gastrointestinal). The patient was trying to get ¿ensure¿ in his stomach because of the burning ulcers. The patient hadn¿t slept all week and hadn¿t eaten. He hadn¿t been able to sleep since the pump replacement procedure. He had a headache from not sleeping; the not eating started on (B)(6) 2015 or (B)(6) 2015. Every time he tried to take a bite his stomach was burning like hot coals. The patient re ported that he had a disease called achalasia where the sphincter muscle allows food to come back up. The patient had botox put into the sphincter muscle in (B)(6) 2014 to address the achalasia and during the hospital examination on (B)(6) 2015, ¿it looked like it was still holding. Per the patient, he almost died from achalasia. On (B)(6) 2015, the patient had pain radiating down his left leg. The patient called his physician on the morning of (B)(6) 2015 and was told that they put the old medication from the old pump into the new pump. On (B)(6) 2015, the patient was having a little withdrawal, couldn¿t think straight, and was having blurred vision. The patient thought he was having a little bit of withdrawal because he had gone through weaning of medication several times. The patient stated that he never had the relief that he did for the first 344 days of using morphine with his first pump. Since 2003, he felt that he didn¿t really get real good relief; sometimes he did. The patient stated that he felt that it could be arthritis from all of the surgeries. The device system was delivering dilaudid. On (B)(6) 2015, per the pump managing physician the cause of the events was ¿unrelated to pump¿; the event was attributed to ¿other¿. As of (B)(6) 2015, the patient reported still having concerns with his device or therapy, but had not sought further help. The patient indicated ¿I don¿t have a computer." Additional information reported that soreness/redness around the pump area, that was previously reported, was further specified as an infection occurring all around the pump. The infection was noted to be at the pocket, and started on (B)(6) 2015 (one week after the pump replacement.) The symptoms were gradual and were noted as sore, hot, red/redness, swelling, and pain. The infection was confirmed. The patient noted that they would not go back to the hospital, as that is where he contracted the infection and there were mrsa signs all over the hospital. After the pump replacement, the patient went home with oral antibiotics for a month. The day after the pump replacement surgery the patient took an antibiotic, threw it up and ulcers occurred really bad after that. The patient then went to the emergency room (ER) and had some more antibiotics prescribed. The patient's family health care provider (hcp) prescribed cexflexon, plus a couple of shots in the hips and one in the shoulder. The patient had been tossed around from hcp to hcp, and thought that the follow up hcp should clear up the infection. The patient was inquiring about infections, and if there was a possibility the drug infusion system would have to be explanted. It was noted that they waited until (B)(6) 2015 for the refill due to the infection, but when the reservoir was accessed the fluid shot out of the needle puncture. The hcp mentioned it was the infection, and to hold pressure on the area with a gauze pad. The fluid started out clear, and then became pinkish fluid. The patient had not experienced a prior infection. It was noted that this was a sudden change in symptoms. The patient outcome/intervention remained unknown at the time of this event; if additional information is received this report will be updated. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).